Event description:
It was reported that a malfunction occurred on the pump while the customer was at the beach. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset instructions and assisted in resetting the pump successfully, with no recurrence of the malfunction. The customer was informed to continue using the pump and to call back if the malfunction reoccurred, which they acknowledged and understood.